Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was detached from the suture easily during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). The following information was requested, but was unavailable: what tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. Event date? No further information is available. Procedure name and date? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.